Event description:
In (B)(6) 2024, a complaint regarding suture thread breakage in ophthalmology was received from (B)(6), and a complaint handling process was initiated. The analysis results of the product concluded that it met internal standards and was deemed problem-free. However, during a meeting with (B)(6) on (B)(6), it was confirmed that one of the recent complaints about thread breakage involved a case where a patient underwent corneal transplantation surgery. After the patient returned home, the suture thread on the cornea broke, requiring a reoperation.